Event description:
The customer reported that during use of this microfracture awl, 90 degree in a microfracture of medial tibial condyle knee arthroscopic procedure on (B)(6) 2014, the tip of the device broke off and could not be retrieved, as the tiny fragment (approximately 1.5mm x 2mm) was in the subcut tissue. However, the surgeon believed that the tiny broken fragment was washed out of the knee during irrigation. X-ray was performed and there was no evidence of the metal particle detected. The surgery went on with no further complications and was completed as intended with no patient injury or surgical delay. The (B)(6) male patient was informed of the incident by the surgeon and was discharged as per normal procedure.

Manufacturer narrative:
Conmed received the damaged microfracture awl, 90 degree for evaluation on (B)(6) 2014 and confirmed the reported problem of tip breakage. Visual examination of the returned instrument found the tip of the awl had broken off and the handle damaged. This device was manufactured on (B)(6) 2005. A review of the complaint history showed there were no other complaints received for this item and lot number combination. This microfracture awl, 90 degree is a reusable device intended to trephenate cartilage and tissue such as meniscus and is not intended for bone. In this instance, the exact cause of the tip breakage was unable to be determined. However, the damaged condition of the returned instrument revealed that the most likely cause of this failure is user-related associated with extensive usage over time and/or off-label use on bone. In addition, this instrument has been in use for over 9 years. As with all surgical instruments, over extended use and improper care and handling of the device, wear and damage can occur to this instrument causing it not to perform at its optimum and may cause or contribute to the tip breakage. To reduce the risk of tip breakage and injury to the patient, the instruction for use (IFU) for this device provides the following precautions: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. An education letter will be sent to the customer with the evaluation results and to highlight some important differences in the usage of the light and heavy microfracture awls.